Manufacturer narrative:
The insulin pump was monitored and functioning properly. No a17 alarm and no a21 alarm noted. The insulin pump passed displacement test and self test. The insulin pump was received cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an unexpected restart alarm when ever battery was changed. Customer's blood glucose was 91 mg/dl. Alarm history also showed a signal too low alarm. Customer programmed a normal bolus into the air and it was recorded in bolus history. Customer was advised that insulin pump would need to be replaced.